Event description:
Got lasik eye surgery on both eyes on thursday (B)(6) 2019. A couple of weeks later, I got floaters in both eyes. Lots of them and they appear at the time. It's giving me headaches when they appear. I never had them before lasik. I did nave 1 in my right eye for most my life but now there's a lot more than 1 in that eye. I told the drs at (B)(6), where I got the surgery, and they said I'll have them for the rest of my life but claim lasik didn't cause them and my age did. I don't think for second they happened naturally. If I wouldn't have gotten lasik, I wouldn't have floaters. I was also told after 3 weeks my eyes would be healed. They are not, I was told my eyes would stop needing constant tears after 3 weeks. That was also not true. My eyes are constantly dry. I take eye drops every 10 to 30 mins and it's been over 4 weeks now. When I asked about being permanent the drs wouldn't answer. So now I think I also have permanent dry eye in both eyes even though they worked just fine before the surgery. Floaters and dry eye. FDA safety report ID# (B)(4).